Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and and continued to use the pump for insulin therapy. Reportedly, the customer was using admelog brand insulin which is considered off label use.